Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to add codes surgical intervention to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 12/23/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: late forming seroma. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 400 cc silicone breast implants which bilaterally had issue with late forming seroma. Breast aspiration performed to rule out the alcl. Doctor diagnosed the issue with possible lymphoproliferative disorder. Cytopathology report indicated no conclusive evidence of a neoplastic lymphoid population. As a result patient had the device removed on (B)(6) 2019. This report is for the right side.